Manufacturer narrative:
The console is expected to be returned by the customer for evaluation. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that after prime while in re-circulation mode, the console displayed the error message " is there air in the heat exchanger" and the sensor had to be disabled to continue the case. During the induction dose, the user also noticed the arrest volume remaining was larger than what was initially added. There were no patient complications resulting from the alleged issue.